Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code that did not follow any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset process, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm occurred again.